Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient didn't get clear vision, also patient experienced intraocular pressure goes up to 44, swelling on cornea. Patient also stated eye care provider was prescribing fluoroquinolones, corticosteroid, non-steroidal anti-inflammatory drugs (nsaid), artificial tears, anti-diarrheal medication, carbonic anhydrase inhibitors, beta blocker, prostaglandins etc. Patient symptoms were continuing.